Event description:
The pt received her scs sys on (B)(6) 2007. It was reported that the pt was experiencing a vibration sensation while charging that is so uncomfortable, she cannot recharge her ipg. A new charging sys was tried to no avail. The scs sys was explanted on (B)(6) 2010.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.